Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead had apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was noted that both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise due to suspected crush. Also, the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) and inhibition of rv pacing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.